Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (20 mg/ml at 7 mg/day) and dilaudid (10 mg/ml at 3.51 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the healthcare provider (hcp) was unable to aspirate or fill. The caller stated the pump was a difficult access but she got in and when she felt like she was in, she couldn't get anything back. It was noted the needle came out so she stuck the patient again and "got little vapors out, not volume" and was expecting 3.1 ml. The hcp was certain the needle was in the pump and now she couldn't get anything in or out. A device manufacturer refill kit was being used and a smaller syringe (5 or 10 cc) was used to force saline into the reservoir. The following considerations were reviewed: check for proper needle orientation, locked valve procedure (hold negative pressure), use smaller syringe to force saline into the reservoir, check kit tubing patency, and check the needle patency. The hcp was going to try holding negative pressure again and use a 10 cc syringe to attempt to force saline into the reservoir. No patient symptoms were reported. If additional information is received,a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.